Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was going in and out of ventricular tachycardia (vt). The device successfully detected the rhythm and delivered anti-tachycardia pacing (atp) and shock therapy, which, converted the rhythm. Review of the stored episodes noted a minute ventilation/rate response trend signal (rrt) on the right atrial (ra) channel, however, the signal was not sensed by the device. Boston scientific technical services (ts) discussed programming rrt off. No adverse patient effects were reported. This product remains implanted and in service.